Event description:
It was reported the device displayed an internal error message. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with a missing tamper seal. The customer stated problem was not duplicated. During investigation it was found an error 41622 message in the device information folder and in the pump's event history logs. Error code was cleared and camflex sensor was replaced as a preventative measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records. Therefore, no manufacturing DHR review is needed.